Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 2000010744/17736343. Product family: scs-linear leads: upn:(B)(4), model: sc-2218-70, serial: (B)(4), batch: 17336949/16585834.

Event description:
It was reported that patient experienced inadequate pain relief despite of reprogramming attempts. The patient underwent an explant procedure. All components were explanted and will not be returned.